Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the implant procedure, the device was unable to record after pairing with a patient activator. The activator was exchanged and the anomaly persisted so the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. It was unable to record egm using patient activator. During the analysis, high current was detected when the device was tested on ate (automate test equipment) and on the bench. High current was traced to a node in the subassembly. The cause of the excess current was undetermined. The cause of the field anomaly was undetermined.